Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 185 mg/dl. Nothing further was reported.

Manufacturer narrative:
There was a motor error alarm during the basic occlusion test, due to loose drive support disk. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, and cracked battery tube threads. (B)(4).